Manufacturer narrative:
The investigator has assessed that the previously reported target vessel revascularisation, which occurred approx 39 months post index procedure, was related to the study device.

Manufacturer narrative:
Revascularization occurred approximately 9 months, not 8 months as previously reported. Revascularization occurred approximately 33 months, not 44 months as previously reported. Revascularization occurred approximately 41 months, not 39 months as previously reported.

Manufacturer narrative:
The patient has a history of hyperlipidemia. The investigator has indicated that the previously reported restenosis was not related to the study device.

Event description:
During index procedure, the patient had one endeavor sprint rx drug-eluting stent successfully deployed at proximal lad, one unknown driver stent successfully deployed at distal lad. A revascularization was carried out to treat a myocardial infarction approximately 44 months post index procedure. A target vessel revascularization was carried out to treat coronary restenosis approximately 52 months post index procedure. A drug coated balloon was used. Outcome is recovered.

Event description:
The previously reported coronary restenosis requiring revascularization of the lad approximately 52 months post index procedure in fact occurred approximately 39 months post index procedure. The relationship between the restenosis event and the study device is unknown. It has been confirmed that the patient did not suffer an mi approx. 44 months post index procedure.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A target vessel revascularization was carried out to treat coronary restenosis approximately 4 years and 5 month post index procedure. A drug coated balloon was used to treat the lad. The investigator assessed that there was no relationship between the device and the event. The outcome is recovered. (B)(4).

Manufacturer narrative:
(B)(4), evaluation, results: inherent risk of procedure (mi).